Manufacturer narrative:
Information updated: additional MFR narrative investigation summary: based on the information available, boston scientific concludes that the product analysis showed functionality of the device was as designed. No device problem was detected. Device history record review: the device history record (DHR) confirmed that the device met all material, assembly and performance specifications. Device technical analysis: the ams700 momentary squeeze (ms) pump and the ams700 ipp flat reservoir were visually and functionally tested; no visual damages were found, and both components passed all tests performed. The ams700 ipp cylinders were visually and microscopely inspected; both cylinders had wear at folds in the cylinder bodies. After functional analysis, both cylinders passed all tests performed. Product analysis was unable to confirm the reported events. Labeling review: a review of the device instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions. There is no objective evidence that the user did not properly handle or use the device according to the ams 700 instructions for use (IFU). The ams 700 IFU lists infection as a potential adverse event associated with implant of this device. Investigation conclusion: based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the inflatable penile prosthesis (ipp) was explanted on (B)(6) 2020 due to an infection. It was also stated that the device had broke and the patient no longer wanted to have it. During the procedure, a new system was not implanted. After the surgery the patient healed. No further information was provided.

Manufacturer narrative:
Investigation summary: based on the information available, boston scientific concludes that the cause that contributed to the reported event cannot be established as the product analysis confirmed the components functioned as expected. Device history record review: the device history record (DHR) confirmed that the device met all material, assembly and performance specifications. Device technical analysis: the ams700 momentary squeeze (ms) pump and the ams700 ipp flat reservoir were visually inspected, no damages were found. Both components passed all tests performed. The ams700 ipp cylinders were visually and microscopically examined; both cylinders had wear at folds in the cylinder bodies, however, both cylinders passed all functional tests. Labeling review: a review of the device instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions. There is no objective evidence that the user did not properly handle or use the device according to the ams 700 instructions for use (IFU). The ams 700 IFU lists infection as a potential adverse event associated with implant of this device. Conclusion: based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the inflatable penile prosthesis (ipp) was explanted on (B)(6) 2020 due to an infection. It was also stated that the device had broke and the patient no longer wanted to have it. During the procedure, a new system was not implanted. After the surgery the patient healed. No further information was provided.